Event description:
Advincula device was unable to be secured by physician. Another physician also tried. This physician removed device and tried to inflate cuff/balloon- it would not inflate. Physician used a vcare instead. No issues with vcare. FDA safety report ID # (B)(4).